Manufacturer narrative:
Final device analysis results reveal bond wires and broken; both b+ battery bond wires are broken. Findings from functional testing show power-on-reset (por) occurs when pressure is applied to the can. The titanium shield was removed for destructive analysis and visual inspection under a microscope noted broken bond wires connecting the battery to the hybrid circuit, which explains the por. Also, the epoxy bond between the hybrid and both battery terminals was broken. The results of the investigation shows the broken battery bond wires are related to the reason for return. The broken epoxy bond indicates that there was a relative hybrid-to-battery movement, which led to mechanical stressing of the battery wire bonds. The serial number is part of the affected sn range for the kinetra broken wire bond recall.

Event description:
The ins was returned for analysis after 43.1 months of implant duration because the unit had reset back to factory settings. The device was replaced in 2006 and was returned to the MFR for analysis for suspected neurostimulator battery wire breakage.